Manufacturer narrative:
Product analysis #831871940:analysis information -- 24.10.2025 09:28:57 cst pli# 40 product ID# 977006 continuation of d10: product ID 3550-29 serial# unknown product type accessory product ID b31060 serial# unknown product type accessory product ID neu_wrench_acc serial# unknown product type accessory product ID b31060 serial# unknown product type accessory product ID 97715 serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2025 product type implantable neurostimulator product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 product type lead h3: analysis of the ins (B)(6) revealed that the setscrew of the ins was damaged. Analysis determined that the setscrew on the ins was backed out beyond the point of being able to engage with the connector block. The tecothane was torn. The damaged tecothane was observed under grommet #1. Damaged threads were observed from the setscrew. Shredded tecothane was also found on the body of the setscrew. Shredded tecothane was observed from connector port 1 (0-7). Shredded tecothane was observed from the connector port 1 (0-7) by connector #3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 07-aug-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient's implantable neurostimulator (ins). Patient was switching from an old ins to a new one, due to an inability to charge the device secondary to mental status change and was scheduled for replacement today. When the pocket was opened, the lead was removed from the old ins and then tried to advance lead into the new one, the lead would not advance. A wireless external neuro stimulator (wens) was then used to determine if the lead was good at all, since field contact was unable to read battery due to it being dead, and upon physical examination it was determined that the lead was actually missing the tip of it (contact 7). The lead was actually blunt at the end and the remaining portion of the lead remains in the old ins. No patient symptoms were reported.